Event description:
It was reported that the patient presented to the clinic for a pacemaker change procedure. During the procedure, the physician noted that the right atrial lead had minor insulation abrasion. The physician applied medical adhesive to repair the lead. Noise was not detected. No further intervention was performed. The patient's condition was stable.